Event description:
Same case as MFR report #: 2134265-2009-06056. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire detachment occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous bifurcation area of the left anterior descending (lad) artery and left circumflex (lcx) artery. The rotational speed of the rotalink plus was set at approximately 210,000 rpm. The rotational speed dropped by an average of 6,000 rpm from the unloaded platform speed during ablation. Upon attempting to treat the lesion using the rotalink plus and the rotablator guide wire, the rotablator guide wire detached inside the pt. The physician used another MFR's guide wire to retrieve the detached guide wire. The procedure was successfully completed with a different device. No further pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. It was stated in the product movement that the device was disposed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be cause by other device because of evidence of torsional overload direction as a result of burr induced circumferential surface wear thus reducing the crosssectional area of the wire.